Event description:
The facility purchaser reported a flogard device that alarmed f-66 during patient therapy. Device was originally operating on ac power and was functioning as expected until device was unplugged so patient could use the bathroom. When device was unplugged and operating on battery power, device alarmed f-66 and stopped infusing. The attending nurse called the facility biomed to check the device. The facility biomed called baxter service and it was determined over the phone that the device had a depleted main battery. The biomed replaced the main battery and the pump functioned without a problem. Therapy was continued using the same device. There was no injury to the patient, adverse symptoms or need for medical intervention. The reporter stated that no other information is available for this event nor is there an additional contact.

Manufacturer narrative:
(B)(4). The customer consulted with a baxter technician by phone concerning the reported condition of a flogard pump that alarmed f-66 and resulted in an interruption of patient therapy. It was determined this failure was caused by a depleted main battery. The battery was reportedly replaced by the customer at the customer's facility and the device is now functioning correctly. The device will not be returned for evaluation. No further action is warranted at this time.